Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke during cleaning.

Manufacturer narrative:
It is reported that the tibial articular surface provisional fractured during sterile processing. Visual inspection of the returned tasp bottom confirmed that the tasp fractured on the lateral side of the post. Both pieces were returned. This device has an approximate field life just over three years and was used unknown number of times. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. This device was manufactured before the design modification and was part of the re-design scope. Therefore, the root cause is considered to be a previously addressed design issue.